Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was not powering on. This complaint was classified using the customer care advocate (cca) documentation. Between (B)(6) 2013, at 8am, the patient reported the alleged issue first occurred. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diabetes routine. The patient reported on (B)(6) 2013, at approximately 5:30am she developed symptoms of "headache, frequent urination and thirst." The patient reported on (B)(6) 2013, at 11am she was seen in the emergency room (ER) and a blood glucose test was obtained, "294mg/dl." At the time of troubleshooting, the cca confirmed that there was no misuse of the meter, and this was not the first time the meter had been used. The patient was found to be using the correct test strips and they were not counterfeit. The cca confirmed the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hyperglycemia.